Manufacturer narrative:
The device was received with the cannula fully deployed. The pink insert visible through the viewing window and the formed needle retracted. Data extracted from the device showed no timeouts or drive stalls. Device ran for 56 pulses. No defects or damages were found on the device. The timing of when the needle deployed could not be determined due to low pulse count.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward and the blue cannula was not visible; indicating the needle did not deploy. The pod was not worn and no adverse patient impact was reported.